Event description:
The customer reported the system displayed a calibration error on boot up. No pt injury was reported.

Manufacturer narrative:
The svc rep reloaded the calibration files found inside system, performed filament calibration. Verified operation by booting system multiple times. System reported no error on boot up. System is working as intended. He also removed and replaced x-ray controller battery (customer owned parts / battery). He verified operation by booting system multiple times. System reported no error on boot up. System is working as intended.